Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving di laudid (1.6mg/ml at 0.62mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that after the patient's last refill, she had symptoms of overdose. A dye study was scheduled for (B)(6) 2018. No interventions/actions were planned as of (B)(6) 2018. It was unknown if the issue was resolved and the patient was "alive; no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the date of the patient's last refill was unknown. The patient believed they experienced symptoms within 2 hours of their refill. It was confirmed that all the drug was in the pump. The hcp was able to aspirate during the dye study. No actions/interventions were taken. There was possible talk of soon replacing the pump. There were no further complications reported at this time.